Manufacturer narrative:
(B)(4). The sample was returned to the supplier for evaluation. An investigation was performed and it was found that the returned connector with a different color was much more firm and rigid than normal connectors. The injection process of the connectors was reviewed. The products in the warehouse and in-process were checked, and no hardened connectors were found. The supplier reports that for the mold injection of the component, the operators need to clean the injection machine thoroughly to prevent any residue of previous material when they switch to another material. After a complete cleaning, the first ten shots of products are thrown out to assure the quality. Based on the returned sample, it was determined that this hardened connector was from the first several shots when switching material. The residual previous material was mixed into the connector. The supplier considers this to be an isolated case and reports they will monitor the potential risk when switching material in the mold injection for four weeks to ensure the first ten shots are isolated and there are no hardened connectors.

Event description:
The customer alleges that the oxygen tubing connector seems rigid, easily disconnects and difficult to attach to a flow meter.also, noted was a difference in color.

Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the oxygen tubing connector seems rigid, easily disconnects and difficult to attach to a flow meter. Also, noted was a difference in color.